Event description:
Customer had ear pierced with ear piercing system in a retail store 8/1/97. She was treated for an embedded earring, with a secondary infection on 8/15/97. The earring was removed and the customer was provided with a prescription for oral antibiotics.